Event description:
The stimulation was turning off. The pt was an inmate in prison and the pt programmer was kept in the medical office. The healthcare staff at the prison dealt with several occurrences of the stimulation turning off. The pt experienced a seizure-like response when this happened. He could talk intermittently and was aware though his extremities thrashed about sometimes without the stimulation. He also experienced stiffness and cramping in his right hand. The physician felt that the pt's main indicated symptom was tremor in his right arm/hand though the original diagnosis was not totally clear. It was noted that some of the environments in which this happened were the computer lab and lunch room; it was possible that a magnetic source was turning the stimulation off. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).